Event description:
Three falsely elevated troponin I results and one falsely depressed troponin I result were obtained on four patients' samples. The results were not reported to the physicians. The original samples were retested on an alternate analyzer. The falsely elevated samples obtained negative values. The falsely depressed sample obtained a positive value. Patient treatment was not prescribed or altered, and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated and falsely depressed troponin I results was inadequate wash of the r1 probe causing contamination of the blank cuvette.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated and falsely depressed troponin I results was inadequate wash of the ri probe contamination of the black cuvette. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated and falsely depressed troponin I results was inadequate wash of the ri probe causing contamination of the blank cuvette. A dade behring field service rrepresentative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated and falsely depressed troponin I results was inadequate wash of the ri probe causing contamination of the blank cuvette. A dade behring field service repressentative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated and falsely depressed troponin I results was inadequate wash of the r1 probe causing contamination of the black cuvette. A date behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.

Event description:
Three falsely elevated troponin I results and one falsely depressed troponin I result were obtained on four patients' samples. The results were not reported to the physicians. The original samples were retested on an alternate analyzer. The falsely elevated samples obtained negative values. The falsely depressed sample obtained a positive value. Patient treatment was not prescribed or altered, and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated and falsely depressed troponin I results was inadequate wash of the ri probe causing contamination of the blank cuvette.

Event description:
Three falsely elevated troponin I results and one falsely depressed troponin I result were obtained on four patients' samples. The results were not reported to the physicians. The original samples were retested on an alternate analyzer. The falsely elevated samples obtained negative values. The falsely depressed sample obtained a positive value. Patient treatment was not prescribed or altered, and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated and falsely depressed troponin I results was inadequate wash of the ri probe causing contamination of the blank cuvette.

Event description:
Three falsely elevated troponin I results and one falsely depressed troponin I result were obtained on four patients' samples. The results were not reported to the physicians. The original samples were retested on an alternate analyzer. The falsely elevated samples obtained negative values. The falsely depressed sample obtained a positive value. Patient treatment was not prescribed or altered, and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated and falsely depressed troponin I results was inadequate wash of the ri probe causing contamination of the blank cuvette.